Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (single leaflet device attachment/slda) appears to be related to leaflet pathology and challenging anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. To further reduce mr, an ntw clip was inserted and advanced into the left atrium (la). However, while in the la, it was observed the implanted xtw clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician decided to remove the ntw clip and replace it with an additional xtw clip. The xtw clip was deployed without issues, stabilizing the slda, and reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.